Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument sparked.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and during the visual inspection, the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test in both grips. In addition, isi followed up with the reporter to request additional information related to the event. However, no additional details were available.

Event description:
Refer to h10/h11 for follow-up information.